Manufacturer narrative:
Additional information was received that a bsn engineer analyzed the patient's database and confirmed that the ipg was working as expected. A good faith effort was made to follow up with the patient regarding the next course of action but was unsuccessful. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the pt was having difficulty charging her ipg. Analysis of the ipg database by the bsn field clinical engineer revealed that the ipg had a high impedance battery. The next course of action has not been determined at this time.

Event description:
A report was received that the patient was having difficulty charging her ipg. Analysis of the ipg database by the bsn field clinical engineer revealed that the ipg had a high impedance battery. The next course of action has not been determined at this time.